Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of misaligned plunger; therefore, the condition of the product could not be verified. A lot number was identified; however, it is invalid. Therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the injector appeared to be misaligned, which affected the advancement of the iols in the cartridge. A new injector was used, and no further issues occurred. Additional information has been requested.